Event description:
It was reported while patient underwent a fusion to implant posterior fixation at l3-l5, the right l5 nut could not be broken off using the break off screwdriver the counter toque. After several unsuccessful attempts, the pedicle screw was replaced with a larger sized and the nut could be successfully broken off. The surgical time was extended about an hour due to this incident. No patient complication was reported.

Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The screw lot #s are h09k5655, h09k6078, and h09k4754. (B)(4): manufacture date and device history report for these lots are under request. Follow up report will be sent out when we receive the information. The pictures of implant submitted for evaluation. Submitted pictures appear to show thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. This is consistent with set screw cross-threading. Additionally, submitted internal measurement of the mas head found it was out of print specification approximately +0.1mm at top of threaded area of head. Set screw appears to show damage due to thread jumping, also consistent with mas head splay.